Event description:
It was reported that the device was constantly toning over a time period of a day, until it suddenly stopped. The device was determined to have experienced premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the device was returned and analyzed. The analysis was inconclusive.